Event description:
Ethicon plastic disposable 12 mm long laparoscopic port broke at about 2/3 distal end of shaft inside of the pt. The surgeon was unable to retrieve all fragments and at the collar outside of the pt, a second port (same type) broke outside the pt at the collar connection. Small fragments were found in the umbilicus port incision and removed. The umbilical incision fascia was closed then irrigated vigorously with saline. The rest of the incision was packed with 1 inch plain wet nugause and the skin left open. The pt was morbidly obese at 119 kgs.